Event description:
It was reported that an occlusion alarm occurred. During troubleshooting with tandem technical support, the customer successfully loaded a new cartridge and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.